Manufacturer narrative:
The complaint device was not returned to ascent for evaluation. Ascent resterilized the complaint device through our open-but-unused process. Ascent obtained a sample device from ascent's inventory for comparison. The sample device was clearly labeled in three different locations - for jugular use only. The device history record for the complaint device also identified the item appropriately with respect to jugular use. Further communication with the complaint facility confirmed that the rn had pulled both a femoral and a jugular device for the procedure. Based off of ascent's investigation and communication with the complaint facility, the most probable cause for the jugular device being used instead of the femoral device is, the wrong device was inadvertently grabbed and implanted in the patient. This is the first reported complaint ascent has received for this complaint issue.

Manufacturer narrative:
The facility notified the sales representative of this compliant on (B)(6) 2011, however, the complaint was not reported to ascent's complaint handling department. On (B)(6) 2011 ascent received a medwatch from the FDA about the reported complaint. Ascent resterilized the complaint device through our open-but-unused process. At the time of this report the device remains in the patient and an investigation has not been completed. Once the investigation is completed a follow-up MDR will be submitted.

Event description:
It was reported via a medwatch form that a (B)(6) male was admitted to the medical center for treatment of multiple gunshot wounds. The patient was taken to the operating room for placement of a femoral greenfield inferior vena cava filter via the left femoral vein. Instead of a femoral filter being placed, a jugular filter was placed instead. The complaint facility stated the device was not clearly labeled to indicate femoral vs. Jugular. It was further noted that on the handle of the filter the word jugular was present but was not seen due to a sticker placed around the handle. The packaging of the device did contain the correct part number for a jugular filter. Due to the orientation of the filter the surgeon stated that the patient may be prone to filter clotting which would last approximately 90 days. To counteract the clotting the patient has been placed on coumadin for 90 days.